Event description:
The customer reported the au480 clinical chemistry analyzer generated false low sodium (na) and chloride (cl) patient results. The erroneous results were not reported outside the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics and the exact number of patients affected was not provided. The customer provided verbal examples of false results.

Manufacturer narrative:
Beckman customer technical specialist (cts) assisted the customer with troubleshooting the au480 clinical chemistry analyzer. As troubleshooting measure, the customer replaced the sample pot. Upon, further troubleshooting it was found the issue was caused by use error; the customer was using expired electrodes. To resolve the issue, the customer replaced the ise (ion selective) electrodes and sample pot. No patient demographic information (age, gender, weight, race or ethnicity) was provided. (B)(4). Beckman coulter internal identifier is (B)(4).